Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 6 mg/ml marcaine at a dose of 1.7779 mg/day, 600 mcg/ml clonidine at a dose of 177.79 mcg/day, and 500 mcg/ml sufentanil at a dose of 148.16 mcg/day via an implantable pump for spinal pain. It was reported that the patient recently had a spinal cord stimulator implanted and approximately 10 days ago he heard his pump alarming. The hcp checked the pump status and logs, which showed a motor stall occurred on (B)(6) 2017 and tube set on (B)(6) 2017. The hcp denied any electromagnetic interference (emi) or magnetic interaction. The hcp would talk to the patient about pump replacement. There were no symptoms reported. The patient was taking oral pain medications. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017 . The actions/interventions take to resolve the motor stall was a call to technical support where it was stated that it was not resolvable. The patient experienced increased pain related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they are replacing the pump.